Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device will not be returned to the manufacturer. Therefore it will not be analyzed. The device manufacturing quality record could not been reviewed as the lot number was not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot not communicated.

Event description:
It was reported that a patient who had no problems with alize hip for years, came to visit prof. Kalteis because of minor pain. Although no major wear was visible in x-ray, the revision of alize offset inlay dia 52/28 m (reference (B)(4)) was performed on (B)(6) 2017 due to wear. The patient had a well-fixed right hip alize acetabular component that the surgeon wanted to leave in situ. The required replacement liners were no longer commercially available, therefore a custom-made request was performed in order to get a replacement liner alize ii liner 10° hi-wall size 52 ø 32 (reference (B)(4)). The stem head was also changed to diameter 32. The patient had a normal activity level and a normal bone quality.